Event description:
It was reported that the percutaneous transluminal coronary angioplasty (ptca) was performed to treat a lesion in the left anterior descending (lad) coronary artery with mild calcification. After pre dilating the vessel with a 2.5x12 unspecified balloon, the 2.5x38 xience xpedition stent delivery system (sds) was deployed. A dissection was noted at the distal end during removing the device. Another 2.5x8 unspecified drug eluting stent (des) was used to treat the dissection and complete the procedure. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.